Manufacturer narrative:
Other, other text: b5: additional information received and attached from customer via email dated 30-sep-2021: the customer email was updated in complaint. The event occurred during bench test. There was no patient involvement. H10: device evaluation: the cadd solis vip pump was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. Device failed the occlusion pressure test. Dso (downstream occlusion sensor) and uso (upstream occlusion sensor) were not operating as intended and were replaced. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device had high occlusion pressure. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.